Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): finding noted defib conductor distorted and outer insulation torn.

Event description:
It was reported during the implant procedure (B) (4) implant attempt - coil was preventing the lead from going down the introducer. The lead was not implanted. No patient complications have been reported as a result of this event.